Event description:
It was reported that the patient experienced issues inflating his inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, the cylinders were found with a large tear and stuck to the soft tissue, making it very difficult to remove. There were no patient complications.